Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, broken on plug strap, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: the unit does not leak; however, it is observed a sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Patient called to report left side deflation and exchange due to concern with the product. The healthcare provider confirmed the deflation and exchange due to the patient's concern with the product and also reported "symmastia".the device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report left side deflation and exchange due to concern with the product. The healthcare provider confirmed the deflation and exchange due to the patient's concern with the product and also reported "symmastia". The device has been explanted and replaced.